Event description:
The complainant reported a 56-year-old female patient presenting for impella support. During insertion, it was noted that the patient had a very tortuous vasculature that created a tight pathway for the pump to navigate. Once the impella cp was properly inserted, it was reported that the patient's left arm was cool to the touch and that both the brachial and radial pulses were faint. An existing condition from a prior procedure attributed to swelling in the vessel and further reduced the flow to the limb. Patient support was maintained until the patient was deemed more stable, at which point the pump was removed due to the ischemia. Upon removal, flow to the limb improved. Further intervention was not required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.